Event description:
A discordant low immulite 2500 ipth result was obtained with one (1) pt sample. The physician questioned the result and the lab then repeated the sample in triplicate on a second instrument to confirm. The corrected results were given to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth result is unk. The instrument is performing within specifications. No further evaluation of the device is required.